Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right common iliac artery aneurysm, and was implanted with gore® excluder® aaa endoprostheses. A gore® contralateral leg component was placed on the right side to extend coverage and treat the right common iliac artery aneurysm. Post implant, a type ii endoleak originating from the lumber arteries was observed. Reportedly, no further treatment was performed. On unknown date, a distal type I endoleak from the contralateral leg and enlargement of the right common iliac aneurysm (size unknown) was identified. The aneurysm enlargement was reportedly due to the distal type I endoleak. On (B)(6) 2019, the patient underwent reintervention and an additional endoprosthesis was implanted to treat the distal type I endoleak. The right leg was extended to the right external iliac artery, and the right internal iliac artery was intentionally coil-embolized. The distal type I endoleak was resolved. The patient tolerated the procedure.